Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with failure code 810:04 was confirmed but not reproduced during product evaluation. The root cause was undetermined. No repairs have been performed due to the customer's refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Event description:
This is a report of a colleague infusion pump with a failure code 810:04, which could have caused an interruption of delivery. The reported condition occurred upon power up in the general patient ward. There was no patient involvement, injury or medical intervention occurred. The software version for this device is currently not known. No additional information is available.